Event description:
Right antecubital PICC line was leaking between catheter and hub. This type of event has occurred three times with this manufacturer's product in different patients over the span of one month. There was no patient harm.what was the original intended procedure?intravenous access.device #1is this a laboratory device or laboratory test?no.